Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized twice due to kinked cannulas. First, the patient faced bent cannula due to which he experienced high blood glucose level and received high blood glucose level alert. Patient's highest blood glucose level was over 600 mg/dl. Therefore, he tried to treat it with a bolus via pump, but on (B)(6) 2020, the patient was admitted to the hospital due to high blood glucose level, where he received fluids of saline, insulin and intravenous (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Moreover, the infusion set had been used for one day. Again, the patient experienced non-stop vomiting, high blood glucose level and received high blood glucose level alert. Patient's highest blood glucose level was over 400 mg/dl. Therefore, he tried to treat it with multiple dose injection, but on (B)(6) 2020, the patient was admitted to the hospital due to high blood glucose level, where he received fluids of saline, insulin and intravenous medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Moreover, the infusion set had been used for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.